Event description:
The customer reported via phone call that the insulin pump had an error. The customer stated that numbers were present on the display and then it went dark, losing the date and time. The customer stated that the insulin pump showed that the reservoir was empty when there was in fact insulin present. During troubleshooting, review of the device's alarm history showed that two error alarms occurred. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump should be replaced, but the customer declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.